Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint about the v60 ventilator, indicating that during preventive maintenance the unit had a co2 rebreathing risk alarm (error code 1203). The device was reported to be outside of use at the time of the reported problem. The field service engineer (fse) advised the customer that the exhalation port may be occluded. The customer checked the exhalation port, and it was not occluded. The recommended repair is to replace the flow sensor assembly. The customer was provided with part numbers for the gas delivery system (gda) and the flow sensor assembly. The investigation is ongoing.